Event description:
During follow-up, the device had reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The field complaint of premature depletion could not be confirmed. The device was received with an elective replacement indicator falsely triggered. Analysis of the device image determined that the false elective replacement indicator was consistent with auto-capture operating in high output mode. A battery assessment was performed and found the device battery was still above elective replacement level. Interrogation of the device revealed battery current is consistent with normal battery depletion. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.